Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer reports that unit is not working. The power lights flickers and/or unit not heating. No pt injury reported.